Event description:
It was reported that during a procedure, the left ventricle (lv) lead exhibited capture failure and was subsequently removed from the lv. The lead was not used to complete the procedure on (B)(6) 2024. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.